Manufacturer narrative:
(B)(4). Approximate age of device: 6 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered an ischemic stroke. On the day of this event the patent's spouse reported that the patient did not wake up until 11:30am which was abnormal for the patient. The spouse noticed the patient was confused, had left sided weakness and a facial droop. The patient was transported to the local hospital, where a head computed tomography was performed, but the exact results were not available. Due to a lengthy issue pertaining to the patient¿s transport from the local hospital to the implanting center, the patient did not arrive at the implanting center until 04:30pm, at which point the patient was severely neurologically impaired. On admission, the patient¿s inr was 2.4. No interventions were taken. Approximately 2 weeks after the patient was admitted, the ischemic stroke converted to a hemorrhagic stroke. Anticoagulation was discontinued and the patient was treated with fresh frozen plasma. The customer planned to restart anticoagulation on (B)(6) 2017. As of "(B)(6)" 2017, the patient was clinically stable but continued to have left sided flaccidity and was somnolent. The patient could write a little and was having several rehabilitation sessions per day. The lvad team will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.